Event description:
The customer reported via (B)(6) that they were hospitalized for high blood glucose readings. The symptoms consisted of the customer feeling sick and cold. The customer stated that they experienced high blood glucose readings in (B)(6) between 300 mg/dl and 400 mg/dl. The customer was not hospitalized for these high blood glucose readings. Troubleshooting for the high blood glucose readings was not conducted. The customer was not able to complete the call because they had to speak to the doctor. Helpline will attempt to call back the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.